Manufacturer narrative:
Zimvie complaint number (B)(4) zimvie received one (1) bost410, (3i t3l non-platform switched tapered implant 4 x 10mm) for evaluation. Visual evaluation was performed, the implant had bone debris on its external threads. Removal damage was identified. A removal tool was attached to the implant. The tool was removed. No signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2022051328. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022051328 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported allergic reaction and bite discomfort at tooth site 26, occlusal bite is consistent. Patient refers electricity feeling. After progress observation implant was removed with rescue set.